Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system presented to the emergency room. The health care professional performed an interrogation. Technical services (ts) reviewed and found this ICD delivered seven rounds of inappropriate anti-tachycardia pacing and delivered one inappropriate shock due to an atrial arrhythmia with rapid ventricular response. Therapy delivered did not convert the arrhythmia. This ICD remains in service. No additional adverse patient effects were reported.